Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a wound closure on (B)(6) 2021 and a reservoir was used. The reservoir does not perform a vacuum. Nop atient consequences reported.

Manufacturer narrative:
(B)(4) additional information: additional information has been requested and obtained. If further details are received at a later date a supplemental medwatch will be sent - did the j-vac bulb reservoir come in contact with surgical instruments, surgical needles, sutures, sharp objects at any time? No, the device was uncovered when connecting the drain. - what is the lot number? Lot j20002005